Event description:
Caller states that when she put this pod on her blood glucose (b/g) was "good" around 120 mg/dl. She took a meal insulin bolus and ate. Three hours later b/g was over 300 mg/dl. She took a correction bolus and an hour later, her b/g was over 350 mg/dl so she moved the pod. Caller reports that when she filled the pod with insulin there was a crackling sound that was not the normal sound she usually hears. Caller activated a new pod and gave bolus by injection. No further problems were reported.

Manufacturer narrative:
The product was not returned so no evaluation is possible. The customer noticed a "crackling" noise during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "cracking" noise resulting from stripping the threads of the component when over-pressurized. The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod of backup therapy if needed. This was identified as a reportable event during an ongoing review of the system.